Event description:
It was reported, "staple jamming", while in use on a patient. The issue was resolved by changing to a new stapler. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73h2200106 was manufactured on 08/02/2022 a total of (B)(4) pieces. Lot was released on 08/24/2022. DHR investigation did not show issues related to complaint.